Manufacturer narrative:
This lead was not used at implant and a second lv lead was not attempted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the attempted implant of this left ventricular (lv) lead, the patient was perforated when the coronary sinus was cannulated. An echo drain was used and it was reported the patient was stable.